Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, while prepping the balloon of a 6-12f mynx control venous vascular closure device (vcd) outside the body, it ruptured. There was no reported patient injury. The device was prepped like its always been done and per the instructions for use (IFU). The device will be returned for evaluation. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in the manufacturing position and was fully covered per the sealant sleeves. In regard to the sealant sleeve conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was found ruptured, presenting a radial tear, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A high magnification evaluation was executed to evaluate the balloon. During this analysis, the presence of a radial tear in the balloon was observed. The reported ¿balloon loss of pressure during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product investigation, it is not possible to determine what factors may have contributed to the rupture reported. However, handling of the device during preparation, such as rapid inflation, is possible and rupture can occur with over inflation. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, device preparation states, ¿prepare balloon: fill locking syringe with 2 to 3 ml of sterile saline (or a 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present. Deflate the balloon and leave syringe at neutral. Do not lock.¿ the information available, nor product evaluation, suggests a design or manufacturing related cause for the event reported. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while prepping the balloon of a 6-12f mynx control venous vascular closure device (vcd) outside the body, it ruptured. There was no reported patient injury. The device was prepped like its always been done and per the instructions for use (IFU). The device will be returned for evaluation.